Event description:
The hcp reported that the pt developed swelling, pain, and drainage in the incisional wound area one week after implant. Cultures of the device pocket revealed pseudomonas organism. The device system was removed and the pt treated with oral antibiotics with complete resolution of the infection.